Manufacturer narrative:
This supplemental report is being submitted to provide correction in type of investigation coding. Corrected fields: h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device camera did not work properly, the image was lost and only streaks were visible. The issue was found during a therapeutic laparoscopic surgery procedure that was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device camera did not work properly, the image was lost and only streaks were visible. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the camera cable is cut and leaky. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failures is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device camera did not work properly, the image was lost and only streaks were visible. The issue was found during a therapeutic laparoscopic surgery procedure that was completed with the same set of equipment. There were no reports of patient harm.